Event description:
It was reported that there was intermittent undersensing seen on the right ventricular lead. The lead was reprogrammed to unipolar. Noise was later observed on recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008. (B)(4).